Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer intermittently experienced elevated blood glucose levels. The customer¿s continuous glucose monitor read "high¿; however, a specific bg value was not provided. The cause for the reported issue was not known. The customer changed pump settings to treat the bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.